Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4), during an internal review on (B)(6) 2021, observed a correction to the 3500a initial report as the physician information was inadvertently omitted. Therefore, updated the e. Initial reporter section.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient born (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. During the procedure, a perforation and pericardial effusion were noticed as the patient's blood pressure dropped. The pericardial effusion and perforation were confirmed by echo. The medical intervention provided was a pericardiocentesis and a little less than 2 liters of fluid were removed. The patient was reported to be in stable condition. The adverse event was discovered during use of biosense webster products, specifically the manipulation of the bwi thermocool® smart touch® sf uni-directional navigation catheter. The physician is under the opinion that the cause of this adverse event was operator error, bwi product did not suffer a malfunction and the patient condition was stable. The patient was tapped and drained of slightly less than 2l of blood, once stable the patient was then moved to the operating room for a window to be performed. No additional fluids were removed during the window. Patient outcome of the adverse event was improved. The reporter is unaware of the length of any hospitalization extension for the patient, but believes the patient had to at least stay overnight after the conclusion of the window. A transseptal puncture was performed with the brk transseptal needle was used, st. Jude medical. Prior to noting the cardiac tamponade, ablation was not performed. No ablation had been performed. No evidence of a steam pop. Event occurred post transseptal and pre-mapping, the physician was adjusting the ablation catheter out of the way of the lasso catheter for easier maneuverability. Irrigated catheter was used in the event and the flow setting: stsf setting, 8ml/15ml. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector& visitag with the visitag module parameters for stability: range-2mm, time-4s, fot-50% 4gs, tag size 3. No additional filter was used with the visitag. Color options used prospectively: force.